Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on may 14, 2021 with lot number: 2579559. Visual analysis of the returned device identified; flat creases, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found." Additional, changed, and/or corrected data.

Event description:
Patient reported a left-side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left-side rupture. Device remains implanted.